Event description:
It was reported by the program manager that it was unable to aspirate on the venous side. Once removed the tego, it was able to immediately aspirate. When using the tego on a new start, the venous pressure became extremely high, when she removed it, it when back to normal. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).